Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device had a blank screen failure. No patient injury/involvement reported.

Manufacturer narrative:
D4: UDI (B)(4). Device evaluation: one device was received. A visual inspection found a cracked right plunger case, top and bottom case, and a missing battery. A review of the event history log was unable to be completed due to the alarms found at power up. During the functional testing, a blank screen and constant alarm were found at power up. The cause of the issues was found to be an incomplete upload process from base to head by the customer. To correct the issue, the upload process from base to head was completed by using the power point process. Additionally, the plunger cases, top and bottom case, and missing battery were replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.